Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jan-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (50 mg/ml at 9.5mg/day) and bupivacaine (40 mg/ml at 8 mg/day) via an implantable infusion pump. It was reported that at the time of a pump replacement the catheter was unable to be aspirated of cerebrospinal fluid. The catheter was replaced.